Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the "b7: medical history/preexisting condition" in initial report mistakenly entered with patients medications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5092156. It was reported that a female patient underwent an unknown breast surgery with unknown saline breast implants which patient reported the following: I have been to numerous physicians for unexplained symptoms. Brain fog, speech impairment, vertigo, food intolerance, back and joint pain, memory and hair loss. These symptoms have become worsen over time. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.